Event description:
It was reported that when pulling the forceps for a case, it was noticed that the "seal of the packaging had been breached." The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. Upon inspection, the tyvek pouch was found to be breached along the bottom of the package. Inspection of the mylar indicated the pouch had been sealed at one point. The midsection of the stryker seal also possessed significantly crinkled texture possibly due to some type of external impact. Visible traces of a previous stryker seal indicates the pouch was initially sealed as part of processing. There were no indicators that would suggest the contents of the pouch contributed to the broken seal. A review of pull test records for the date the pouch in question was received indicates the sample size met seal strength requirements. Pre-sterilization inspection personnel are required to inspect 100% of product so it is unlikely the device was released from sss in its current condition. The most likely root cause is mishandling after release from sss. A review of the device history record for the reported device indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.